Event description:
The customer contacted stryker to report that their device displayed a blank screen. This can be indicative of a device lock-up. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. A root cause could not be established. H3 other text : device not returned for evaluation.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device displayed a blank screen. This can be indicative of a device lock-up. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.